Event description:
The customer reported moisture underneath the screen after dropping the insulin pump in the toilet. Troubleshooting was performed, but the insulin pump did not respond. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor.